Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Pump primed properly. No unexpected rewind anomalies noted. No unexpected low battery alarm anomalies noted. Device received with stripped battery cap coin slot. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump squirted out insulin on priming. The battery cap was worn on corners, the insulin pump was louder to rewind and rejected battery. No harm requiring medical intervention was reported. The device will not be returned for analysis.